Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that upon successful deployment of the aortic body, guidewire access was inadvertently lost to the ipsilateral leg of the aortic body upon withdrawal of the delivery system. Upon re-advancing the guidewire, the giudewire was inadvertently advanced into the contralateral leg. It was noted that the anatomy was narrow, inhibiting distinct leg separation and clear identification of ipsi from contra resulting in an inadvertent deployment of both iliac limb stent grafts in the contralateral leg of the aortic body stent graft. The physician attempted to pull the proximal aspect of one iliac limb out of the contralateral main body leg with a reliant balloon which was successful; however, the leg could not be repositioned near the ipsilateral leg to bridge the limb back into the correct main body leg. The physician elected to convert the patient to open surgical repair, and a surgical graft was placed with successful exclusion of the aneurysm at the completion of the case. The patient is reported as stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported event the incorrect deployment of both limb stents into the contraleg of the aortic body is confirmed. The event is most likely user-related as the main body was oversized and created unintentional loss of guide wire access to the contralimb. Procedure related harms included non-exclusion of the aneurysm, which resulted in a surgical conversion and explant. The final patient status could not be determined, but reportedly, the patient was stable. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction. If remedial action taken, check type - notification, unchecked.